Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes: pain 7/10, pain with activities, night pain and instability. Posterior dislocation, (report indicates previous dislocations). Revision due to instability, atrophic scar, suffered both anterior and posterior dislocations. Posterior capsule totally intact without evidence of trauma, consistent with anterior instability. Clear fluid, debrided scar tissue, noted impingement, well-fixed femoral and acetabulum components. No trunnionosis, debrided scar tissue at rim ('the rim of the liner was deformed from posterior impingement. Femoral stem is about 10 degrees of additional version from what appeared to be the patient¿s native version, there was anteversion on cup, which likely contributed to patient¿s eventual anterior instability'). Thin bone posterior aspect of cup. Determined to not change cup and gained adequate stability with head/liner combination. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00126 and 0001822565 - 2021 - 02676.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer cat#00784301526 femoral stem beaded fullcoat 12/14 neck taper std. Body ext. Offset size 15 15 mm distal dia. 160 mm length lot#60099255 zimmer cat#00620205422 shell porous with cluster holes 54 mm lot#60116440. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00126.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, patient was revised approximately 17 years later due to recurrent dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.